Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer treated with manual injections. The customer stated that she had blood glucose of 61 mg/dl in the morning when she woke up. The customer stated that she received no delivery alarms for 4 months consistently. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with currents in spec. Device passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip. No unexpected excessive no delivery alarm.